Event description:
Three incidents involving three separate pts were reported by this user facility. User facility reported that after the probe was inserted and while the pt was in transit for a CT scan, the catheter connector disconnected, fell to the ground and was stepped on, resulting in it breaking. Monitoring was unable to be continued. Additional information has been requested. This medical device report is linked to medical device report #2023988-2005-00044 and #2023988-2005-00045.